Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a site/set/cart (luer lock) issue. The reporter stated that the patient had a blood glucose (bg) of 300mg/dl with nausea. This event does not meet the animas criteria for serious adverse event. The reporter stated that the luer lock was damaged and not attaching properly to the cartridge. This report is being made due to the luer lock issue.